Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical records review: patient with history of morbid obesity had an inferior vena cava (ivc) filter deployed infrarenal via the right common femoral vein. Post deployment venacavogram was performed which demonstrated excellent positioning. The patient tolerated the procedure well and there were no immediate complications. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for detachment of filter limbs, tilt, perforation, retrieval difficulties and material deformation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the medical records, the filter was deployed in the patient with a history of morbid obesity. Per the instruction for use (IFU), ¿the safety and effectiveness of this device has not been established for morbidly obese patients.¿ therefore, the patient factors could have contributed to the alleged failures. However, the definitive root cause for the alleged failures is unknown. Labeling review: per the current IFU (instructions for use): precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. ((B)(4)); (expiration date: 04/2012); (device manufacture date: 04/2009). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after a gastrointestinal bleed during a gastric sleeve procedure, which caused renal failure, required vessel repair and subsequent intubation in the intensive care unit. Approximately 14 days after vena cava filter deployment, during an unsuccessful retrieval procedure it was discovered the filter was tilted with the apex embedded in the ivc wall. It was subsequently discovered that multiple filter limbs bent and some limbs extended beyond the ivc wall. Approximately four years after filter deployment, the filter and a detached limb were successfully retrieved; however, one limb remains embedded in the vena cava wall extending into the vena cava and intestine area. Reportedly, the patient developed pelvic and groin pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and two months later post filter deployment, retrieval of foreign body (dislodged filter tine) was performed. Indication given patient underwent an attempted retrieval at an outside hospital; however, this failed. Patient wished to make one more attempt and therefore retrieval was recommended. Procedure: a catheter was introduced via the right internal jugular artery and via the right common femoral vein approach. The right internal jugular vein was accessed in an antegrade direction using a 4-french micropuncture kit under direct ultrasound guidance. This was exchanged for a 6-french short sheath over an 0.035 bentson wire. The patient was heparinized, and anticoagulation was maintained throughout the case. The bentson wire was advanced down into the inferior vena cava with the assistance of a 5-french angled glide catheter. The glide catheter was advanced down the filter and inferior vena cavography was performed. This was performed in multiple planes and revealed an inferior vena cava filter in the infra renal position whose bulb seemed embedded in the left side of the inferior vena cava. At that point, the 6-french short sheath was exchanged for the bard cone retrieval system sheath and introducer. These were passed down to the inferior vena cava and the introducer was removed. Then attempted to retrieve the cone; however, the cone would never completely capture the top. At that point, advanced an 0.035 rosen wire along with a 5-french catheter down the left side of the vena cava in an effort to direct the cone. However, because the tip was embedded in the cava were not able to get the cone over it. At that point, the cone was exchanged out for a 30-mm ensnare. Then attempted to capture it, but it would not capture the hook. Then exchanged the bard retrieval sheath for a 12-french 30-cm sheath over an 0.035 rosen wire. This was positioned just above the filter. At that point, advanced an 0.035 angled glide wire along with a 5-french rim catheter and attempted to pass the wire and hook of the filter. However, the rim catheter continuously kicked back. Therefore, exchanged out for a 5-french omni selective catheter. Ultimately able to snare this wire from above through the 12-french sheath. At that point, 7-french 55-cm raby sheath was advanced over both ends of the wire in an effort to capture the filter. And were able to grasp it just below the bulb in the region of the origin of the tines. However, when attempted to pull this off of the vena cava, the tines flipped in an upside-down fashion. One tine completely dislodged. At that point, it seemed like the filter was upside down and therefore accessed the right common femoral vein in an antegrade direction using the 4-french micropuncture kit. Micropuncture was exchanged for a 9-french sheath over the 0.035 bentson wire. This was positioned just below the filter. Then performed inferior vena cavography, which revealed no extravasation of contrast. At that point, attempted to grasp the filter with the snare; however, it would not capture. Then used a handheld retrieval forceps, which was advanced through the sheath and were able to grasp all of the filter; however, were unable to dislodge it from the vena cava wall. Tried to push, pull, and twist; however, it would never completely dislodge. Tried to capture the bulb and hook with urology endo forceps and a urology endo snare; however, again this would not capture. Tried with a larger handheld retrieval forceps, but again could not dislodge it from the vena cava wall. At that point, used the retrieval forceps to pull the tines back down in the standard position. There was one tine, which dislodged, which were able to retrieve with the grasper and was then removed through the sheath. After completion of the procedure, the filter was in the same anatomic configuration that it had been preoperatively, except for the one tine that was removed. At that point, performed completion venography which revealed patency of the inferior vena cava and good positioning of the filter with no extravasation of contrast. Both sheaths were subsequently removed, and the wounds were packed with surgicel. The patient tolerated the procedure well without complication, was transferred to the post anesthesia care unit in stable condition. After five years, complex inferior vena cava filter retrieval was performed for embedded inferior vena cava filter retrieval with multiple fragments and multifocal penetration which showed complex retrieval of bard g2 x filter and filter fragments using rigid forceps. Single extraluminal filter arm not retrieved. The patient tolerated the procedure well, and there were no immediate complications. Therefore, the investigation is confirmed for the alleged filter limb detachment, perforation of the inferior vena cava, material deformation and retrieval difficulties. However, the investigation is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,b7,g3, h6(method, conclusion). H11: e1(complainant e-mail address), g1, h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after a gastrointestinal bleed during a gastric sleeve procedure, which caused renal failure, required vessel repair and subsequent intubation in the intensive care unit. Approximately fourteen days after vena cava filter deployment, during an unsuccessful retrieval procedure it was discovered the filter was tilted with the apex embedded in the inferior vena cava wall. It was subsequently discovered that multiple filter limbs bent and some limbs extended beyond the inferior vena cava wall. Approximately four years after filter deployment, the filter and a detached limb were successfully retrieved; however, one limb remains embedded in the vena cava wall extending into the vena cava and intestine area. Reportedly, the patient developed pelvic and groin pain; however, the current status of the patient is unknown.